Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed to open and it required maintenance. The customer confirmed that the device was rebooted, however the issue still persists. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 failed to open and required maintenance. A field service engineer identified a main drawer 3.1 failed to open error, after which the drawer was removed and the retractor band, open and close sensor, and position sensor were replaced. Following reinstallation of the drawer and a system reboot, the issue persisted, indicating that a full half-height legacy drawer replacement was necessary. The customer removed medications from main drawers 3.1 and 3.2, and the legacy drawer was subsequently replaced onsite. Cubie medications were reloaded, the machine was rebooted, drawers 3.1 and 3.2 were reconfigured, and hardware test application tests were completed successfully. An inventory count was performed, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.